Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three prostyle devices using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, the knot was unraveled for the first two devices. The third prostyle device was successfully flushed prior to use, but there was no blood flow at the marker lumen when inserted into the anatomy. The device was removed and the pre-close technique was aborted. The sheath was upsized to a 10f and the ablation procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.